Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection and opened wound at the midline incision site. Symptoms of redness and suspicious drainage were noted. The physician believed it was not procedure related but unknown what caused of it. The patients midline wound was cleaned out at the operating room (or) and was prescribed with antibiotics. The patient was doing well. No further course of action will be taken.